Event description:
It was reported that the customer had unspecified issues while filling the infusion set tubing during the load fill sequence. Multiple cartridges were used. There was no reported adverse impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.